Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct400 intraocular lens (iol) was explanted from the left eye of a female patient due to a refractive surprise. No other information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was cut in half, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis toric acrylic 1-piece intra ocular lens because of the type of haptics and the presence of marking holes. Due to the condition of the returned lens, further analysis was not possible. The reported complaint was not confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu contains a specific section on lens power calculations and contains precautions with respect to refraction measurements. All pertinent information available to abbott medical optics has been submitted.